Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the belt delivers a pulse below the lower limit.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) was confirmed. Upon evaluation, the u727 and u728 components internally shorted on the distribution node (dn) pca board. The cause of the inability to complete testing is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components.